Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm. Analysis was normal. No device problem found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. Upon attempt to place the new left ventricular lead, it was observed there were high capture thresholds and diaphragm stimulation. The lead was explanted and no replacement was placed. The patient was stable.